Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there are two likely causes: more than 8 years have passed since the subject device was manufactured, it is likely that the electrical contacts inside the video connector socket deteriorated due to repeated use over time. The video connector socket failed because the user applied excessive force to the video connector. Regarding the handling of the videoscope, the following is described in the instruction manual: be sure to observe the following points. Otherwise, a failure in an electrical contact may result in malfunction. (1) do not touch the electrical contacts in the video connector socket in this instrument. (2) do not apply excessive force to the connectors.

Manufacturer narrative:
Additional information is not yet available for the event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this issue, when the scope video connector is moved in the video connector of the device, the image is lost. There is no reported harm or adverse impact to any patient.